Manufacturer narrative:
The reported event is confirmed cause unknown. Received a 3-way temperature sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material 119314 and lot number ngjx0313. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter was allowed to rest with no observed leaks. Visual inspection noted the catheter balloon was asymmetrical, concentricity 100/0 due to notch not being perforated completely. Attempted to passively deflate balloon and only 3ml was withdrawn. Using the in-house luer lock syringe, attempted to deflate balloon passively and only 2 ml could be withdrawn. Replaced inflation valve with in-house valve and reattempted deflation. Using the in-house valve, no solution could be withdrawn with returned nor in-house syringe. The catheter balloon was dissected and found that the notch was not perforated completely. This is not within specifications. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test there was a difficulty to drain water from the foley catheter, as fixed water could not completely drain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-test there was a difficulty to drain water from the foley catheter, as fixed water could not completely drain.